Manufacturer narrative:
The field service engineer (fse) was dispatched on (B)(4) 2015. The field service engineer (fse) confirmed that the knob of the blood sampling valve (bsv) was loose. The fse initially tightened the bsv knod which resolved the instrument issues but ultimately replaced the knob as a preventive measure. The instrument ran without further issues and all repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported less than 1 ml of clear liquid leaked from the secondary mode probe of the coulter lh 750 hematology analyzer. The leak was contained within the instrument also which voted out patient results at the time of the leak. There was no biohazard exposure to mucous membranes or open wounds. The operator was wearing gloves, labocat and a face shield. Review of provided data confirms the patient sample had non-numeric replacement codes and non-credible 0.00 rbc result with instrument generated r and lp flag, and non-credible 6 clp flagged plt result. Controls run prior to the patient sample were also provided to show non-numeric replacement codes (vote outs) and non-credible results. There was no death, injury, or change to patient treatment and no erroneous results were generated in connection with the reported event.